Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample consisted of the filter and one detached leg. The delivery system was not returned with the filter. Upon initial inspection of the filter the apex is filled with dried blood and the legs also are covered with dried blood. The detached leg was bent. The leg break was approximately 2cm proximal to the sleeve. All remaining hooks and legs were present and intact. The result of the investigation is confirmed for a fractured leg. The definitive root cause unknown. The info for use for this device states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that during a routine procedure to remove a vena cava filter, it was discovered that one of the legs had detached. The filter and the leg were removed without difficulty and there is no reported injury to pt.